Manufacturer narrative:
Document review: evolis ti plasma sprayed baseplate - ref. (B)(4) / lot. 083022 (15 pieces manufactured). The analysis of the batch records was done and each manufacturing step was done following the specifications in force. One piece of the same lot was involved in another adverse event: it was reported to FDA with the number (B)(4) on the (B)(6) 2011. In that case the event was judged "not device related" mainly because the tibia baseplate was not cemented, while this components are cleared in the USA for cemented use only. In this new case, the tibia baseplate was correctly cemented. The pieces involved were not received back by the manufacturer; from the document review no anomalies were found. Moreover, all the pieces of the lot were implanted and, up to now, no other similar cases were reported (except the one of the MDR (B)(4)). The event is highly unlikely to be device related: tibial baseplate loosening is a known complication in total knee arthroplasty.

Event description:
The tibial baseplate was loose in the pt. Primary surgery was on (B)(6) 2009. The tibial baseplate and the tibial insert were explanted and replaced with revision components.